Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported in a journal article that the patient underwent revision surgery of the metasul liner due to unexplained pain after 8.2 years in vivo. No other documents were provided. Devices analysis: devices analysis could not be performed as the product was not returned for investigation. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a medical journal article that the patient was implanted a metasul liner (exact catalogue number unknown) between 1994 and 1997. The patient underwent revision surgery after 8.2 years in vivo due to unexplained pain. The metasul liner was revised to a metal on polyethylene articulation. (Journal article: m.r. Streit et al.: high survival in young patients using a second generation uncemented total hip replacement, in: international orthopaedics (sicot) (2012) 36:1129-1136)